Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a manufacturer representative indicated that the patient was scheduled for a catheter revision/replacement on (B)(6) 2020. The patient complained of severe headaches and lack of pain control since the most recent catheter revision on (B)(6) 2020. The hcp had performed two blood patches since then on unknown dates, and planned to replace the catheter with a new one. The revision was unsuccessful as the hcp was unable to get the spinal needle into the intrathecal space and obtain cerebrospinal fluid (csf) flow. After multiple attempts, the hcp aborted the case. The pump and pump segment remained implanted and the pump was reprogrammed to minimum rate.

Event description:
Additional information received from an hcp via a manufacturer representative indicated that the catheter was discarded and would not be returned for analysis. The physician was unable to determine the cause of the inability to advance the new catheter. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 12-may-2018, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25 mg/ml of morphine at 13.72 mg via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient complained of inadequate pain relief. There were no known environmental/external/patient factors that might have led or contributed to the issue. No known troubleshooting was performed before the revision procedure. The catheter access port (cap) was accessed at the revision procedure and the hcp was unable to aspirate. The spinal segment was re placed and csf flow was observed from the cap. The explanted catheter piece was discarded. The issue was considered resolved at the time of the event.